Event description:
It was reported that following a diagnostic coronary angiogram, a 6f angio-seal vip was selected for use in the right femoral artery. Several days later, the patient complained of pain and tingling down the right leg. The patient came back to the hospital for an evaluation and right pulses were absent. Vascular surgery was performed and revealed that the green compaction tube was left inside the patient's leg. It was also noted that the black compaction marker was on the suture. The vascular surgeons removed the non absorbable components from the patient's leg and sutured up his femoral artery puncture site. The patient has been discharged from the hospital and is doing fine. The implant date is month specific. The sjm representative has discussed deployment techniques with these physicians since the event date.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.